Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had artifact which caused a false vfib (ventricular fibrillation) analysis. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported that the device had artifact which caused a false vfib (ventricular fibrillation) analysis. There was no reported patient or user involvement and no adverse patient/user impact. Update: the device was in use for monitoring on a patient, but there was no adverse event.